Event description:
The pt developed advanced breast implant associated anaplastic large cell lymphoma. The pt had breast implants placed in 2008 for cosmetic reasons. Dates of use: (B)(6) 2008 - (B)(6) 2017. Diagnosis or reason for use: breast augmentation.